Event description:
During an in-clinic follow-up, increased capture threshold was observed on the left ventricular (lv) lead. A revision procedure was performed. The lv lead was explanted and replaced to resolve the event. During the revision, no anomalies were observed on the lv lead under fluoroscopy. The cause of the event was suspected to be diseased cardiac tissue. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.